Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection were performed. The reported tip separation was confirmed. The reported difficulty to deploy and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances and the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, based on the reported information, it is likely that the vessel which was reported as severely calcified was not adequately pre-dilated resulting in the difficult to fully deploy the stent to the vessel wall and the appearance of a compressed stent. As the device was being retracted, the tip encountered resistance and got caught with the stent implant resulting in the tip/tip jacket and inner member separation and flared sheath damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: cruise; guide cath: mach 1 peripheral guide; sheath: 6f 10mm. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric, chronic totally occluded lesion in the right popliteal, distal superficial femoral artery (sfa) via an ipsilateral approach. The vessel diameter was 5.0mm. Due to inadequate pre-dilation with the use of a 4 mm non-abbott balloon, another 5 mm non-abbott balloon was used to re-dilate the lesion. Atherectomy was not used. A 5x120mm supera self expanding stent (ses) was deployed, but incomplete expansion existed within the stent on the proximal side due to the severe calcified lesion at the distal part of sfa. When removing the delivery system under fluoroscopy, the tip was caught where expansion was incomplete. The thumb slide was fully retracted and both system lock and deployment lock to their original positions before removal. The physician confirmed their positions again and removed; however, the removal resulted in a tip detachment. The detached tip was retrieved with the use of snare. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.